Event description:
Per the clinic, the patient experienced wound dehiscence and infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient also underwent 2 washouts; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.